Event description:
It was reported to philips that the main screen monitor operating system failed to start, preventing the system from completing the boot process. The system was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.